Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) battery life was draining very quickly and the patient was concerned about the overall longevity. The patient stated that they had an ablation five months prior and the following device check showed that the battery life was down to fifty percent. The next check a few months after showed the battery life was down to thirty percent. Some time following that device check, the patient had a checkup and the technician "cut back the power draw" but the patient was unable to get any information about the device. The device remains in use. No patient complications have been reported as a result of this event.